Event description:
Reported as "band slippage with obstruction, surgical reposition performed, lap-band remains implanted. Changed out original port to a low profile port, no malfunction or serious injury associated with explanted port."